Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: during a cranial procedure the surgeon proceeded to place the flap with four cranial flap tube clamps. The first three clamps were placed without issue. As the surgeon was placing the last one it broke and one part of the clamp remained in the patients skull. It was not possible to retrieve the piece. To date it has not affected the health of the patient. Patient plans on routine follow-ups with the surgeon. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: according to the manufacturing evaluation, two components of the flapfix were returned, the tube and the top disk. The lot number etched on the disk matches with the lot number reported in the complaint. The tube is bent and crimped in the middle. This deformation is surgical technique related, therefore it occurred post production. No visual defects manufacturing related noted. Additionally, review of the device history records showed that there were no issues during the manufacturing of the product that would contribute to this complaint condition. The measurable features resulted conforming to specification. Some relevant features could not be measured due to post production damages surgical technique related. No evidence of nonconformances manufacturing related. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device was not implanted/explanted. Fragment left in patient. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.